Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/19/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit would not turn off and had error code messages of 35 v supply failed, backup alarm failed, and blower stalled. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date rec¿d by MFR : 28aug2019, the field service engineer replaced the power management printed circuit board assembly and the battery to address the reported issue. The device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.